Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported the patient feeling stimulation in her back and spine in a strange fluttering pattern. The patient noted it also felt like there was a rubber band around her big toe and it felt tight. The patient noted that it did not used to feel the way. The patient tried turning stimulation down and it did not really help. The patient noted she had never been in for adjustments. It was noted there was a fall that could have been related to the issue. The patient noted that she fell a lot due to her neuropathy, but did not recall a big fall in particular where she landed on the implantable neurostimulator (ins). It was noted that the patient would follow up with her healthcare provider (hcp) for the strange stimulation sensations, patterns, and wrong location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.